Event description:
It was reported that the intra-aortic balloon (iab) would not inflate after insertion. As a result, the iab was removed successfully. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn#: (B)(4). No iab parts was returned to teleflex chelmsford for investigation. The reported complaint of iab would not inflate completely is not able to be confirmed. The product was not returned for investigation. If the product is returned at a later date, a full investigation of the sample will be completed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends. Other remarks: the complaint was reopened to investigate the device that was returned to teleflex for investigation. The reported complaint that the "iabc would not inflate after insertion" is not confirmed. The returned iab bladder was fully intact with no abnormalities noted. The returned device passed visual and functional test specifications. The root cause of the complaint is undetermined. Additionally, the original packaging tray was noted with damage to the "arrow" packaging sticker which retains the iab bladder in the packaging tray. This damage indicates the iab was not prepped correctly per the IFU and can result in damage to the iab. An in-service has been requested to reiterate the instructions for use (IFU), including the appropriate method for iab prep/removal from its packaging. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The returned device passed visual and functional testing. No further action is required.

Manufacturer narrative:
(B)(4). No iab parts was returned to teleflex chelmsford for investigation. The reported complaint of iab would not inflate completely is not able to be confirmed. The product was not returned for investigation. If the product is returned at a later date, a full investigation of the sample will be completed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that the intra-aortic balloon (iab) would not inflate after insertion. As a result, the iab was removed successfully. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) would not inflate after insertion. As a result, the iab was removed successfully. There was no report of patient complications, serious injury or death.